Event description:
Clinical report states the pt was revised because of loosening of the tibia and femoral components, with some wear of the insert.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Review of the device history records did not reveal any anomalies. Product info required to review the device history records for the remaining reported products was not provided. The investigation could not verify or draw any conclusions about the reported events based on the provided information. Based on the investigation findings, the need for corrective action is not indicated.